Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter would not retract. The following information was provided by the initial reporter: had an IV not auto retract upon pushing the button. I had to take the needle out of the patient and reattempt the IV start as I could not get the cannula away from the needle point.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a container with multiple insyte autoguard needles and shields. All but one needle appeared to be fully retracted. One needle was fully extended; however, it appeared that the white button had been pressed to activate the safety mechanism. Since the needle remained extended, the reported issue was confirmed. What appeared to be adhesive was observed on the needle hub and likely bonded the needle hub to the grip, which prevented needle retraction. This type of damage may occur during manufacturing if the adhesive is placed outside the needle hub. A device history record review was performed. This was a split w/o. Final lot was packaged on pkg line 8 from (B)(6) 2023 for a quantity of (B)(4). Qn¿s 201077669, 201068373 and 201067339 for non retraction, which could potentially be related to this complaint. No process deviations were found. No additional action will be taken as the implicated lot was built prior to the completion date of the CAPA implementation. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see manufacturer narrative below.

Event description:
Additional information received: there was no medical intervention needed. This simply causes a risk of needlestick injury to staff. We unfortunately don't have the sample to be returned. Due to the risk of a sharps injury to staff, we placed the needle in a sharps bin. The IV was in the patient, this is contaminated with blood products. I have a photo of the sharp clearly not retracted in the sharps bin.